Event description:
Us complainant reported the patient had an impella cp implant and they had access site bleeding. Manual pressure, angle matching, surgical dressing were applied. One unit of blood products were given to the patient and heparin was withheld until the bleeding resolved. The patient eventually expired after the family withdrew care. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma. Section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The root cause of the access site bleeding is determined to be anticoagulation management because the reported activated clotting time (act) were 250 which is above the therapeutic range and the bleeding was controlled by withholding heparin. H6 health effect - impact code 4643 was missing from manufacturer device report 1220648-2024-17590.